Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis patient that an air detected in cassette message was encountered during drain 3 of 4 of the peritoneal dialysis patient. After attempting to troubleshoot with technical support the treatment was cancelled. The patient reported observing evidence of a fluid leak inside the cassette door when removing the cassette. The patient was advised to contact the peritoneal dialysis nurse. The cycler was replaced. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited.